Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and there was blood on the distal conductor of the lead and it was obstructed. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the stylet insertion test failed. Destructive analysis was performed and visual inspection of conductor and found a blood obstruction.

Event description:
It was reported that during implant of the right ventricular (rv) lead there was placement difficulty because, the lead was not long enough due to patient anatomy. It was also reported that the stylet was sticking in the lead after multiple positioning attempts. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.